Event description:
It was reported that the patient notifier was not responsive during testing and the patient did not feel it. It was recommended to monitor the patient for eri trip via merlin.net instead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported patient notifier anomaly was confirmed in the laboratory. An anomalous patient notifier which did not vibrate was confirmed during bench testing.